Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis confirmed the reported complaint of unable to interrogate. The device was unable to be interrogated due to a battery depletion anomaly.

Event description:
It was reported that the cardiac monitor could not be interrogated. The device was explanted and replaced with a pulse generator.